Event description:
It was reported that the compressor kept on going into standby mode intermittently. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The compressor was investigated on site and the stand by valve was replaced and returned for further investigation. Simulated use testing of the received valve has reproduced the described customer issue. The stand by valve likely has a small leakage causing pressure to build up in the compressed air inlet. This will put the compressor in stand-by mode since it believes that it is connected to a compressed air source. When the pressure is dropping in the compressor, the leakage will cause a drop in the measuring line and the sensor will not falsely detect a compressed air source. The compressor will start after a few seconds. A failure in the compressed air supply could lead to an insufficient air pressure being delivered to the ventilator. This will cause our ventilator to deliver 100% oxygen to the patient in order to maintain pressure/volume delivery, a low priority alarm ¿o2 concentration high¿ will then be triggered. The conclusion in this matter is that the reported issue was caused by a leakage in the stand by valve.

Event description:
Manufacturer's ref #: (B)(4).